Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the catheter is "crashed in time of work". The client works with vistron CT injection system and the parameters are with flow rate 10cc/sec. The specification of that catheters are with max flow rate 12cc/sec. On (B)(6) 2012 - follow up info states the procedure was being performed on a (B)(6) female pt, (B)(6), weighing (B)(6) in angiography. The pt has a medical history of tetralogy of fallot. The catheter ruptured during the infusion of the contrast. As a result, the catheter was exchanged successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was a positive result. On (B)(6) 2012 - follow up info states the catheter body ruptured. The clinician was using the contrast media "visiague" and the pressure which they used was 500 psi. The contrast is with high viscosity.